Manufacturer narrative:
Findings: unit received with loose and protruded drive support disk. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the damage was on the drive support disk. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.